Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: samples received: 5 unopened (closed) race-packs. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As stated in the instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). During the vena cava anastomosis with liver transplantation after the soft tissues of the vena cava and taking the first node split (dissection) a thread. Using a new seam and defective cut off and allowed to testing. Vascular suture thread split disqualifies it as an efficient tool, because it threatens to rupture inflammation and bleeding of the possibility of instant death.thread broke during surgery.